Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that some of his cartridges probably leaked since he claimed that his pump had a strong odor of insulin. The pt did not have any cartridges to return to animas. The animas representative involved in this contact advised the pt to use a backup plan for insulin delivery. Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged that his cartridges probably leaked. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the reported issue.